Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The index procedure was completed with pulsed field ablation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following a cardiac ablation procedure, the patient experienced several episodes of palpitations associated with dizziness and diaphoresis, with two to three episodes lasting up to 24 hours within the blanking period. The patient reported three separate episodes of syncope. The patient was not hospitalized at the time of palpitations or syncope but attended a general practitioner during one episode of palpitations, where an electrocardiogram recorded atrial flutter. Interrogation of a loop recorder at outpatient follow-up revealed regular supraventricular tachycardia consistent with atrial flutter, paroxysmal in nature. The patient was hospitalized for the repeat ablation procedure. The patient underwent ablation of the cavotricuspid isthmus (cti) and recovered post-procedure without complication. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.